Event description:
It was reported to boston scientific corporation that within the first three minutes of a ureteroscopy procedure using an accumax 200 laser fiber, the fiber burned back rapidly to the fiber core and became unusable. Laser energy from a 30 watt lumenis laser set at 0.8 joules and 10 hertz was being used with the fiber. The procedure was completed with a femcare fiber, without complications to the patient, who is reportedly "stable" post procedure. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. Additional information provided by the customer stated that nothing was left inside the patient.

Manufacturer narrative:
(B)(6). Visual analysis of the returned fiber revealed no exposed glass tip remaining. Burn marks were observed at the tip of the fiber. Functional examination revealed the aiming beam exiting from the distal tip is bright, clear, and scattered. Due to the condition of the distal tip, the effective transmission measurement was not taken. Upon completion of the initial visual and functional analysis of the fiber, approximately two inches of jacketing was stripped from the distal end to expose the glass tip. Visual examination post disinfection revealed that the pattern on the tip face is consistent with a fracture indicating that the tip or portion of the tip broke off.